Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated that during the initial procedure, as the surgeon was introducing the intraocular lens (iol) implant, the lens came out of its introducer with abnormal force. The posterior capsule ruptured. There was damage to the root of the iris and a surgical hyphema occurred. This lens then required removal and an alternate lens was inserted. Post-operatively, the had significant reduction in visual acuity due to corneal swelling, suggestive of corneal endothelial decompensation. Following his four-week postoperative check, the patient was referred for a corneal evaluation and was diagnosed with bullous keratopathy. The patient underwent a corneal graft. The patient reported visual loss in the operated eye, loss of stereopsis vision, development of corneal ulceration, pain, tarsorrhaphy, subsequent reversal of tarsorrhaphy, corneal graft surgery and subsequent surgery to remove corneal sutures, daily treatment with eye drops to prevent rejection of the graft and the likelihood of long term follow up following corneal grafting.

Manufacturer narrative:
A product sample has not been returned and a product lot number has not been received for this reported event therefore, the device history records (DHR) cannot be reviewed. The event cannot be confirmed. The root cause of the reported event cannot be determined; however, should additional reportable information become available, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 the manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during insertion of the intraocular lens (iol) in (B)(6) of 2019, the surgeon indicated that the iol ¿came up very quickly¿ during injection. The patient¿s iris ripped and the posterior capsule tore. An anterior vitrectomy was performed. An alternate lens was implanted and the procedure was completed. The patient recently returned to the clinic with visual loss and recently underwent a corneal graft. The patient¿s sight is improving. The facility representative also indicated that there was no mention of a product malfunction at the time of the initial procedure.

Manufacturer narrative:
The manufacturing device history records (DHR) were reviewed and shows that the product met specification prior to release and shows no other complaints in this lot. The root cause of the reported event cannot be determined; however, should additional reportable information become available, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56. The manufacturer internal reference number is: (B)(4).